Manufacturer narrative:
The impella 2.5 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(4) female patient had impella 2.5 pump inserted in the left femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). It was reported the patient developed hemolysis during pump support. The pumps p levels were lowered from p4 to p2, and the patient received 6 units of mannitol, adenine, and phosphate. The patient concurrently supported by ECMO, dates were not provided. No further information was provided.